Event description:
Information was received from a patient regarding their neurostimulator implanted for non-malignant pain. It was reported by the patient that their therapy was turning on and off by itself. The patient reported falling back in (B)(6) 2016, but the device turning off and on by itself wasn't noticed until about 30 days ago. Troubleshooting, root cause, and actions required were not available at the time of the report. The event will be updated if additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.